Event description:
It was reported: "poly locking wire fell off prior to even trying to implant it. We wasted that one and opened another one to implant.".

Manufacturer narrative:
An event regarding disassociation involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the locking wire fell off prior to implantation. The event cannot be confirmed from the information provided. Further information such as return of the device and/or photographs of the reported event are needed to investigate root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.